Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (current: 500 mcg/ml at 116 mcg/day; new: 2000 mcg/ml at 128 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that during a pump refill on (B)(6) 2019 the drug concentration was changed but the hcp did not program the pump to reflect the concentration change and did not program a bridge bolus. The caller was assisted with programming a modified bridge bolus. It was noted that 27 hours had passed since the refill at the time of the call. A bridge bolus was programmed to run for 17hr 54min. The serial number of the 8840 programmer was unknown. The software card version was unknown. The patient's weight was provided as "probably around 125 pounds." No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID 8870, serial#: unknown, product type: software. Product ID: 8870. If information is provided in the future, a supplemental report will be issued.